Event description:
This lead was implanted on (B)(6) 2005 and was explanted on (B)(6) 2013. A per created on (B)(6) 2013 indicates that entire system were explanted of which includes this lead with an unknown patient condition. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).